Event description:
On 01-jun-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-7255 fiberwire #0 was cut by the scorpion. This was discovered during a procedure with no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.